Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. The case was found to be dented. The lock key dome was collapsing. Display wires were pinched, with intact insulation. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.